Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 'high' (>500 mg/dl) less than 24 hours after the pod was activated. Her carbohydrate intake and insulin history is as follows: time: 732 pm; cho(g): 25; bolus (u): 9. She stated there was nothing unusual during the activation process, the cannula was properly inserted and the pink slide was visible. She did feel insulin leaking on her skin and upon inspection she noticed the cannula was 'slightly' bent.